Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not respond due to corroded keypad trace. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the unresponsive button. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump is alarming button error. Customer stated she sees cracks and thinks the device could have been exposed to sweat. Customer reported blood glucose of 37 mg/dl at the time of the incident; treated with glucose tablets. Nothing further reported.